Event description:
The patient contacted animas on (B)(6) 2012, alleging that the battery life of the pump batteries are only lasting two-to-three weeks until the pump issues a low battery warning. The patient stated that the batteries usually last six weeks. The patient reported using lithium batteries in the pump. Troubleshooting revealed low battery alarms in the pump history on (B)(6) 2012. The patient reported that the pump had been dropped, but stated there was no visible damage or loss of power to the pump at the time of the report. The patient reported that there was no damage to the battery cap or the battery compartment. The patient stated that the pump was worn to "the lake" a week and a half prior to the call to animas, and the patient noticed moisture behind the screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue with moisture visible inside the pump remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with visible moisture in the display lens. The pump powered on with vibratory and audible sounds. The pump was exercised for 24 hours on a one unit per hour basal rate, no low battery or replace battery alarms occurred during this time. A case leak was found during an in house leak test. Damage to pump case was found near the display lens. Internal moisture was confirmed in the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.